Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition using an in-house da vinci robot system. The system successfully recognized the instrument, showing 4 uses remaining. The pogo pins did not stick and were not contaminated. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during the da vinci s prostatectomy procedure, the da vinci robot system did not recognize the maryland bipolar instrument installed on patient side manipulator (psm) arm 2. The surgical's staff attempted to solve this problem by resetting the instrument, cleaning the contact pin and resetting the sterile adapter; however, this problem could not be solved. Next, the staff reset the instrument to another psm arm; however, the da vinci robot system did not recognize it. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem.